Event description:
Information from the patient via the manufacturer's representative reported that the implantable neurostimulator (ins) was overdischarged. It was noted that the ins had approximately 4 months until it reached end-of-service (eos) but presented in the doctor's office because the device was not communicating. The patient had not charged in at least 3 months and did not really give a reason why they had not charged. The patient was on the fence about replacement of the device because they had discomfort at the pocket site and was not sure the benefits from the stimulation outweighed the discomfort but was then decided that they do. After 2 physician recharge modes (prm), they were able to get to a normal charge and the power-on-reset (por) was cleared. Impedances were all within normal limits except 9 which was not in an active group. The patient planned to move forward the ins replacement and a possible move of the pocket site at that time. The overdischarge issue was resolved. The indication for use for the implanted device was noted as chronic low back pain. Relevant medical history included right buttock pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient¿s ins was replaced on (B)(6) 2016. At that time, electrode 9 was out of range but the programmed groups were not using that electrode in programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.